Event description:
It was reported that the patient was unable to charge the ipg despite weeks of continued cycle charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Event description:
It was reported that the patient was unable to charge the ipg despite weeks of continued cycle charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Correction to the initial MDR in block g3; the aware date should have been 31jan2024.